Event description:
A ventilator was returned to a third party service center for evaluation. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center a failure with the internal battery was observed. A review of the device service record revealed the device had no previous service provided by the manufacturer. It is likely that the failed battery was the original battery installed in the device during its manufacture back in the year 2000. The customer decided not to repair the device due to the age and the condition of the ventilator, the unit was scrapped by the customer.